Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced difficulty moving and felt that medication was not receiving event on (B)(6) 2026. The patient took additional doses as advised by the hospital; however, these were ineffective, and symptoms resolved only after she replaced both the cannula and the syringe. No further information available.